Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was reported as "high" on continuous glucose monitor. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.